Manufacturer narrative:
Bayer service performed a system service check out of the medrad® stellant injector system (sn (B)(4)) and found the injector performed to specification. The disposable products used during the procedure were discarded and lot numbers were not known. The site declined an offer of additional applications training.

Event description:
The site reported the following: a CT of the abdomen and pelvis with contrast was performed on a (B)(6) year old male. The contrast injection was performed while the patient was connected to a medrad® stellant injector system. After the contrast injection the patient had a reaction. He suffered a subsequent respiratory arrest, CPR was initiated; however, the patient expired. The site suspects the cause of his death was due to an allergic reaction to the contrast media. No further information was provided by the site.